Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on 09/06/2007 due to rectocele. It was reported that following insertion the patient experienced yeast infections, mesh erosion, mesh extrusion, dyspareunia, bleeding, vaginal discharge and uti. It was reported that patient underwent mesh removal on 10/30/2013 for increased vaginal discharge and bleeding due to mesh erosion into the vagina. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.